Manufacturer narrative:
Results: the embolization coil was detached and unraveled. The proximal constraint sphere could not be located. Conclusions: evaluation of the returned ruby coil revealed a damaged and unraveled embolization coil. The proximal constraint sphere was not located within the unraveled coil indicating a stretch resistant wire (sr wire) fracture at some point along the embolization coil¿s length. These damages were likely due to the process of snaring the embolization coil. The likely root cause of the embolization coil migrating out of the aneurysm is due to the lantern delivery microcatheter (lantern) reportedly being positioned outside the sack of the aneurysm. The ruby coil pusher assembly and lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using ruby coils. During the procedure, the physician deployed and detached seven ruby coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then pulled the tip of the lantern back proximal to the neck of the aneurysm and deployed and detached the eighth ruby coil. Upon viewing under fluoroscopy in a different view, it appeared that the ruby coil was outside of the aneurysm sack and had traveled down an adjoining vessel. Therefore, the physician used a snare device to remove the ruby coil. It was reported that the ruby coil was not delivered into the aneurysm because the position of the lantern was outside of the sack of the aneurysm; thus, the ruby coil traveled into the adjoining vessel. The procedure was ended after removal of the eighth coil. There was no report of an adverse effect to the patient.